Event description:
It was reported that the transfer set became disconnected from the titanium adapter during peritoneal dialysis therapy training. The transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The occurrence/therapy date was unknown, but was reported to be ¿a week or so ago¿ from the date that the event was reported. Should additional relevant information become available, a supplemental report will be submitted. Same patient/event as (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection using the naked eye and magnification was performed with no issues found related to the reported condition. Integrity of connection testing, leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.